Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the r-waves decreased from 5.5 mv at implant to 1.4 mv weeks later. Multiple attempts were made to reposition the lead, but the helix would not fully deploy. The lead was explanted and replaced. Upon removal from the body, tissue was noted in the lead tip. No patient complications have been reported as a result of this event.